Event description:
On (B)(6) 2011 a representative from a funeral home called the manufacturer requesting product return information for a vns patient who passed away on (B)(6) 2011. He reported that the cause of the patient's death was due to complications from cerebral palsy. The patient's explanted lead and generator were returned to the manufacturer on (B)(6) 2011 and are currently undergoing product analysis that has not yet been completed. The manufacturer sent a request to the state the patient passed away in for a death certificate. The death certificate has not been received by the manufacturer as of yet. Good faith attempts for additional information from the patient's physician have been to no avail thus far. When additional information is received, it will be reported.